Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID: 8709sc, serial/lot# (B)(4), ubd (B)(4) 2014, UDI# (B)(4), (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 25-sep-2018 from a healthcare professional (hcp) who reported that the cause of the patient¿s symptoms was a catheter leak. The patient was scheduled to have the catheter replaced and was awaiting the replacement. An additional indication for pump use was chronic low back pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a company representative regarding a patient receiving morphine via an implanted pump. The concentration and dose were unknown. The patient mentioned that she did not have a pump printout because at her last refill in (B)(6) 2018, the doctor¿s office could not get their printer to work. The indication for pump use was non-malignant pain. On (B)(6) 2018, information was received from the patient via a company representative who reported that the patient was experiencing sweating and she was convinced her pump was not working. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was out of state, so no diagnostics were possible. The patient was advised to go to the local ER (emergency room) if experiencing symptoms. The patient status was reported as ¿alive ¿ no injury¿. It was unknown if the issue was resolved at the time of the report. It was indicated that the patient¿s healthcare professional (hcp) had no additional information regarding the event. Additional information was received on (B)(6) 2018 from the patient who reported that she believed her pump was failing. Her symptoms started about 7 days ago. They started very mildly but were severe now. She was constantly sweating profusely to the point of soaking her clothes and then going into the shivers 24 hours a day. Her legs were failing, and her back was killing her. She had called her pump managing physician¿s office and the company representative from her home state to see if anything could be done remotely over the phone to the check the pump and was told to go to the hospital and have a local representative paged to read the pump. Additional information was received from the patient after she visited the ER on (B)(6) 2018. She stated that she had been there all day. The pump was not interrogated while she was there. She did have a CT scan done while she was there but had no new information regarding her pump yet. The patient stated that she was going back on opioids like she did in (B)(6) or (B)(6) and if that helped she would know there was something wrong with the pump. She stated again that her back was killing her and she was very disappointed that the pump was not read in the ER. No further complications have been reported as a result of this event.

Event description:
Additional information was received on 28-aug-2018 from the patient who reported that she had arrived at the emergency room (ER) at 9 am and at 2 pm someone finally came in and said that no one was coming to check her pump because nothing could be done. She was upset that the pump was not checked because even if nothing could be done for her she felt some things could have been ruled out. By 4 pm nothing had been done. They did do a CT scan, but per the patient, the hospital didn¿t know anything about pain pumps. After waiting an hour and half, her pain level was a 10, she could barely walk, and she had an unbelievable migraine, so at 5 pm she got dressed and walked out of the hospital. When she got home, she took an imitrex and some morphine (30 mg). Later an ER hcp (he althcare professional) called and spoke with her husband. The hcp told him his wife had walked out and the ER hcp said that the doctor had brought a pa (physician¿s assistant) down, but the patient didn¿t feel that a pa would have been able to do anything. After taking another morphine this morning ((B)(6) 2018), she felt like a new woman; she could now walk and the pain in her back was better which told her, there was something wrong with the pump. The patient was going to be returning to her home state on (B)(6) 2018 and had an appointment with her pump managing physician at 2:30 in the afternoon. The patient stated that she did not get the results of the CT that was done at the hospital and she didn¿t know if they would send the results to her hcp. Her pump managing physician ordered some morphine for her. The patient stated that she loved her pain pump (it did work when it worked). She had gotten off all of her opiates. She was hoping that whatever was going on was minor. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2012 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a device manufacturer representative on 2018-dec-20. It was reported that a dye study was performed on (B)(6) 2018 and the study showed that there was a block in the catheter but it was still intact. Fluoroscopy used during the revision surgery on (B)(6) 2018 showed that the catheter had broken off in the intrathecal space. The proximal portion of the catheter was explanted but the distal portion could not be retrieved. A new catheter was implanted. It was noted the pump was running at minimum rate at the time of the event. There were no environmental, external or patient factors which may have led to or contributed to the issue. The issue was considered resolved. The patient's weight was unknown. The patient's status was alive - no injury. No further complications were reported.